Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that the patient fell several times and felt their legs had weakened. It was noted that the patient had a pre-existing condition that limited their mobility. Nevro attempted to obtain additional information regarding the nature of the falls but was unsuccessful.